Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 377775, lot# n0030736, implanted: (B)(6) 2005, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3550-29, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's ins was showing no high impedances in certain positions, but the patient would get shocking and increase stimulation and get shocking. The rep stated that the ins was replaced and 3 electrodes showed that they were okay to use. The patient has been using those electrodes and was getting relief up until saturday when they received error "cannot deliver settings." The caller stated that the patient was using group c (5- 6+ 710 pw, 60 rate, 1.9v) so they switched to group b, and didn't get the error, but the patient was increasing stimulation and not feeling anything. The patient then switched to group a and they were getting error message and in office were seeing oor around 1.2 ma. Preoperation to ins replacement- pair 1-7 was less than 150 ohms, everything else was "out of range" , but would intermittently see out of range impedances and the patient would have sharp burning/shocking. Intra-op during ins replacement (2 separate readings at 3.0v, caller couldn't remember if this was with the 37714 or the mtlc) ref 7: 0 - 3099, 1 - 7369, 2 - 4942, 3 - 6571, 4 - 3727, 5 - 2827 ref 1: 0 - 1793, 2 - 5226, 3 - 3563, 4 - 5381, 5 - 1807, 6 - 2031, 7 - 3099 immediately following ins replacement (3 separate readings) laying, ref 0: 1 - 8160/orange, 2 - 2890/green, 3 - 4550/orange, 4 - 170/orange, 5 - 1600/green, 6 - 970/green, 7 - 40000/red sitting, ref 0: 1 - 8520/orange, 2 - 3460/green, 3 - 7340/orange, 4 - 2030/green, 5 - 2010/green, 6 - 3170/green, 7 - 40000/red standing, ref 0: 1 - 8570/orange, 2 - 2860/green, 3 - 7340/orange, 4 - 2090/green, 5 - 2030/green, 6 - 3170/green 7 - 40000/red caller suspected electrode 7 was due to possible connection issue when the lead was seated. Today's appointment (2 separate readings) ref 0: 1 - 4210/orange, 2 - 3810/green, 3 - 4340/orange, 4 - 30/orange, 5 - 1800/green, 6 - 11450/orange. Avoid 1, 3, 4, 6; possible open 1, 3, 6; possible short 0-4 ref 0: 1 - 4150/orange, 2 - 3380/green, 3 - 4040/green, 4 - 30/orange, 5 - 1720/green, 6 - 12060/orange caller indicated they saw an xray that appears one of the electrodes is actually bent. Tss reviewed issue is likely with extension, lead or connection point and best troubleshooting would be to test intra-op with mltc to narrow down where issue is occurring. Tss suggested to plug extension into 8-15 if the physician is concerned the ins is the problem no further complications were reported or anticipated.

Manufacturer narrative:
Additional information regarding manufacturer¿s report # 3004209178-2018-02088 will now be captured in this manufacturer¿s repo rt. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that there were open and short impedances. The actions taken to resolve the out of regulation screen seen was to reprogram several times before the implantable neurostimulator replacement using pairs of two electrodes in order to determine which electrodes were causing the burning and shocking which weren¿t really successful so nothing was learned. Impedance values were inconsistent pre-operation. Before the case on (B)(6)2018, everything read fine on one reading, then another reading, 1 and 7 were less than 150 ohms. The health care provider did not do anything to the system. It was reported that the manufacturer representative came at the end of the case to check the impedances. In the operating room, impedances were fine and the surgeon did not want to check the lead using the multi-lead trialing cable intra-operative, but the extension was checked and tested fine. So when the surgeon connected to the new implantable neurostimulator, contact 7 kept on reading red and he removed and reinserted one time to try to resolve, and he said that it was okay to continue. At post-operation, there were again inconsistent impedances every time that the manufacturer representative read them and were showing anywhere from 1 to 4 out of range electrodes. There were only 4 electrodes in range when the manufacturer representative checked at the end of surgery, electrode 1 ¿ 1360 ohms, electrode 2 ¿ 3260 ohms, electrode 3 ¿ 3670 ohms, and electrode 5 ¿ 1550 ohms. After the implantable neurostimulator replacement, the patient was good for one month using the most consistently ¿green¿ electrodes; however, a month after the surgery, the patient got the ¿cannot reach desired intensity¿ error and upon meeting and interrogating the device, there was an out of regulation message whenever increasing the previously good programs above 1.2 milliamps. The rep noted that the patient¿s implantable neurostimulator (ins) was replaced but there were still impedance issues at 1.2ma: electrode seven was greater that 40k ohms, electrode 6 was 18 ,430 ohms and electrode four was 30 ohms. The doctor suspected that the new implantable neurostimulator (ins) was the issue instead of the lead/extension because the inter-op impedances were good but then the patient was getting the out of regulation (oor) message. The open and short impedances as well as the out of regulation error messages have not been resolved. There were no further complications reported. ***refer to manufacturer report # 3004209178-2017-26276***

Event description:
Additional information was received from the manufacturer's representative. It was reported that there was possible damaged leads that were implanted in 2005, that were causing the high impedances. Issues have been resolved.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient couldn't get the intensity to increase on the controller. Patient indicated they never saw any special screen or error messages. Patient stated they'd go to each different group and they weren't able to increase any of them the intensity wouldn't go higher than 0.1 or 0.3 ma. Patient stated this was when they went ahead with the first decompression on their left side. Rep stated this occurred last week in january or the first week in february 2018 as it was about a month after implant that they couldn¿t get it working. Patient reported they were working with another rep who couldn¿t get it to increase. Patient stated the device wasn't working right, they were going to schedule a decompression on the left side again. Patient stated a rep was made aware of initial report late january/early february 2018. It was reported that the rep ran impedances and some of them were out of range and when she programmed therapy parameters she was getting oor. When re-running impedances multiple times the rep indicated that the value for electrode 5 was fluctuating. The rep provided the following: (B)(4) the rep programmed a bipole with 2 and 4-450us 60hz, the patient did not feel stimulation up to 7ma. When increased to this level the oor message displayed. Rep stated she already tried programming with 2 and 3 and the patient did not get stimulation sensation. The rep stated the high impedances were discovered today but have been high going back to february 2018.